Event description:
Red status indicator and beep. Tried to clear the memory but the device is not coming up with any events. No patient involvement.

Manufacturer narrative:
On receipt the device could not be powered on and the device memory could not be downloaded. This was attributed to moisture within the device which had led to corrosion on the pcba. Furthermore, moisture within the device had also resulted in an excess current drain, which would had led to the premature depletion of the returned pedi-pak. Root cause of this failure is corrosion on the pcba due to moisture ingress as a result of adverse storage.

Event description:
Red status indicator and beep. Tried to clear the memory but the device is not coming up with any events. No patient involvement.